Event description:
Customer reported "normal" blood glucose result around 100-200 mg/dl obtained on the compact plus system. Customer states she had been feeling ill and vomiting that day; she states she lost consciousness and awoke one week after in the intensive care unit of a hospital. Customer's blood glucose result the day of hospital admission had been 1800 mg/dl on lab value; she could not recall how much time elapsed between the result obtained on the compact plus system and the lab valve. Customer was released from the hospital after two weeks. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.